Manufacturer narrative:
Date received by MFR: 08aug2019. The customer confirmed the ventilator shutdown issue. The customer replaced the power management printed circuit board assembly to address the reported problem, which resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the ventilator shut off while in use. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.